Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinical information has been provided to perform a thorough medical investigation. Should any additional medical information be provided this complaint will be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed prior complaints for the listed batches/failure mode. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the patient presented the following symptoms post operatively: right popliteal tendonitis; right posterolateral knee soft tissue impingement. It was resolved with unspecified surgical procedure.

Event description:
It was reported right knee effusion post operative. The event was resolved performing an unspecified surgical procedure.